Manufacturer narrative:
Patient information was unavailable from the site. Replacement device shipped to site (B)(4) 2013. Medtronic representative, at the site, tested the system with the damaged emitter and the replacement emitter - both have same range and are tracking the same. No issues with tracking or accuracy. Medtronic manufacturer evaluation of returned suspect device finds the field generator navigates normally in the ent application with all coils in green status. It passed the pegboard test with an error of 1.413mm and determined to be fully functional. This suspect emitter is being scrapped as a precaution since it was dropped after registration during a medical case.

Event description:
A medtronic ent representative reported that during an ent procedure, the site dropped the emitter after registration. The site stated that the emitter was dropped [from pretty high up]. The surgeon alleged an inaccuracy had resulted from the incident, however, opted to continue the procedure with the use of the fusion navigation system to completion. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient information now provided.